Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip xtr (lot: 40808r1043) was chosen for implantation. Capture of the leaflets was difficult and imaging was poor. After implant, the device detached from anterior leaflet (single leaflet device attachment (slda)). Tissue damage was observed. The patient also developed an atrial septal defect due to the steerable guide catheter (sgc). Patient was experiencing difficulty breathing due to the atrial septal defect. The same day (B)(6) 2025, the patient underwent valve replacement surgical intervention to explant the slda and repair the atrial septal defect.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem and image resolution poor. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and difficult imaging were unable to be determined. The reported dyspnea was a cascading effect of the reported perforation. The reported patient effects of perforation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added. H6 health effect - clinical code: 1816 added.